Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address tibial loosening and subsidence.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 20-feb-2018: medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed the migration and the loosening between the cement to implant interface of the tibial tray. Pain was also reported at revision. The sticker sheet from the primary operation was provided and showed two batches of cement were used. Part/lot is being updated for the one reported, and an additional one is being reported at this time. Medical records indicate the patient had a left knee implanted on (B)(6) 2014 with depuy implants. At this time no issues have been presented. The pc was updated on 13-mar-2018.